Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. Upon fixation during procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was separated from the delivery catheter prematurely. The ralp was in the ra, and it was retrieved successfully. It was then noted that the ralp helix was stretched. An alternate delivery catheter was used to implant a replacement ralp eventually. Patient condition was stable.